Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) and the autopulse lithium ion battery (s/n: 24028) were returned to (B)(4) for evaluation. The autopulse platform passed visual inspection. Review of the archive data found multiple user advisory (ua) messages around the date of event ((B)(6) 2016) when the reported lithium ion battery (s/n: (B)(4)) was used. On (B)(6) 2016, ua3 (error communicating with battery controller) and ua13 (battery fault detected) occurred. The autopulse lithium ion battery (s/n: (B)(4)) passed visual inspection. During the pre-charging and post charging checks, the led light was green. The mcc led's was green during battery charging. During functional testing, the platform functioned properly when a good known reference lithium ion battery was used. However, when the customer's lithium ion battery (s/n: (B)(4)) was inserted into the platform, the reported event was reproduced. The primary complaint therefore, was confirmed when the reported battery was used in the platform. However, since the subject battery was not returned to the manufacturer for further testing, the root cause could not be determined. The battery was discarded by the customer. The platform did not need service; the platform passed all final testing criteria.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during non-patient use the autopulse platform displayed low battery when fully charged li-ion battery was inserted into the autopulse. Autopulse was able to work with nimh battery. The li-ion battery was believed to be defective.